Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch for the same issue closed as not confirmed after the analysis. We manufactured and mainly distributed to the market the (B)(4) units of this code batch. There are 36 units blocked in b. Braun surgical's warehouse. We have received an open sample with the needle detached from the thread. (Thread is not wound on the pack). The thread end has been visually checked and the thread was attached to the needle but escaped from it. Reviewed batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Considering that there is a previous complaint of this code-batch for the same issue, we will consider this complaint as confirmed. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when the hospital staff opened the package and took out the product, it contained only thread and no needle. No more information has been provided.